Manufacturer narrative:
One pump was returned for analysis in used condition. Functional testing included use testing. The pump was powered on and displayed an error with a continuous alarm. The printed wire assembly (pwa) board was inoperable and was replaced. Based on the evidence, the complaint was confirmed. The root cause was determined to be an inoperable pwa board.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a system failure. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.